Event description:
It was reported that a spectrum iq pump had a white screen occurr during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the device displayed a white screen. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose processor board. The processor board requires reinstallation to address this issue. Should additional relevant information become available, a supplemental report will be submitted.